Event description:
It was reported that on: (B)(6) 2013 the patient presented with pre-op diagnosis: l5-s1 pseudoarthrosis with stenosis. The patient had imaging studies that showed pseudoarthrosis with broken screw on the left s1 embedded so far in bone that it could not be removed. The patient underwent redo compression l5-s1 interbody fusion with loop interbody with right l5-s1 pedicle screw with posterolateral fusion l5-s1 bilaterally with ebi implantable bone stimulator with rhbmp-2 , dbm and cancellous cubes for fusion. As per the op notes, at first right l5 and s1 pedicle screw from the pedicle screw instrumentation set was placed and compressed at l5-s1 aw well. Radiograph images showed good position of the pedicle screws and acceptable position of the interbody graft. Decorticating l5-s1 in the posterolateral gutters rhbmp-2, dbm, and cancellous cubes were placed in the posterolateral gutters with stimulator. Intra-op findings: pseudoarthrosis. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a redo decompression l5-si with l5-s1 interbody fusion with loop interbody fusion with right l5-s1 pedicle screw with posterolateral fusion l5-s1 bilateral with ebi implantable bone stimulator utilizing dbm, cancellous cubes and rhbmp-2/acs. Post-op, the patient developed significant low back pain, proximal anterior hip pain into the groin, right posterior thigh pain into the calf.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.